Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Hardware low level failure alarmed during self test and pump trace download confirmed hardware low level failure due to broken trace at electrical board and electrical board on keypad assembly. Insulin pump received with same audio tone when switching from volume 5 to volume 1 due to electronic defect. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received audio anomaly and hardware low level failure alarm occurred during self test. The customer¿s blood glucose level was 11.6 mmol/l. Customer reported that did hear beeps when audio volume settings were saved. Customer reported that they did hear the differences between the two audio beep volumes. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer was perform a self test and the test passed. Troubleshooting was performed. The insulin pump will be returned for analysis.